Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where expiration dates on medications were not updating on server. A technical support specialist (tss) checked data synchronization log, performed a manual recovery on the station successfully using the knowledge article (ka) manual recovery required datasyncinvaliduploadchangetrackingvalue and informed the customer about the update to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, medication expiration dates were not updating on the server. The station was not syncing with the server as expected. Additionally, users were unable to generate refill reports for the affected station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.